Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a poor connection (no power). Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn components from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) veterinary surgical procedure on a canine, it was observed that the battery casing device had a poor battery connection to the point that it would not power up. There was a two minute delay to the surgical procedure. A spare device was available for use. The surgery was completed successfully. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.